Event description:
The customer reported a loudspeaker error. No death or patient /user injury or harm was reported. It is unknown if the device was in use for monitoring at the time of the alleged malfunction.